Event description:
Abiomed¿s long-term outcome and quality indicator impella registry notification received indicating a possible relationship between ventricular tachycardia and access site bleeding with the impella device. Regarding ventricular tachycardia, it was alleged that on (B)(6) 2023, the "patient went down to cath lab for decannulation of ECMO and impella. Course complicated by left groin bleeding and decreased right heart function with cv collapse requiring CPR. Patient went into vtach then requiring shocks."

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella IFU: ¿assess access site for bleeding and hematoma.¿

Manufacturer narrative:
The investigation of vf/vt/af/at and access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined d6a and d6b added h6 component code added the following have been reported incorrectly or missing from manufacturer device report 1220648-2023-05338: d4 model number. F6/f8-should have been left blank. G1 reporting contact fax number missing. G1 reporting contact facility name missing. G2 report source company representative inadvertently was not selected. G4 PMA/510(k)number. H6 health effect - impact code 4647 was inadvertently not included.

Manufacturer narrative:
The root cause of the vascular damage was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Section: warnings & cautions: cautions: ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings: section: pre-support evaluation: section: axillary insertion of the impella 5.5 catheter: section: direct aortic insertion: section: use of impella with transcatheter aortic valves: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ failure mode for vascular damage - peripheral vessel inadvertently was not included in manufacturer device report 1220648-2023-05338. B5 and h6 updated to include omitted failure mode.

Event description:
Additional information: the patient experienced a left groin bleed and was taken to the operating room for right femoral artery repair. The vascular surgeon discovered a full thickness injury to the left superficial femoral artery (sfa) and the left common femoral vein (cfv), both were repaired. The patient recovered with sequelae.